Manufacturer narrative:
One ha coated tapered screw vent implant and one zimmer dental heal collar were returned for inspection. A visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface of the healing collar. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes the healing collar not seating. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15 healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The product was functionally tested, and it was confirmed that the collar would not screw into the implant, or with a house mating implant. Therefore, the complaint is confirmed. A singular cause cannot be determined. The following sections have been updated: UDI # (B)(4).

Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown.

Event description:
It was reported that the healing collar (hc563) would not seat on the implant.